Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose (bg) level ranged between 210-395mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Due to the occlusion alarms, the customer's bg level increased to 500mg/dl and a manual injection was administered to correct. Due to bg level, the customer went to the emergency room (ER) and was subsequently hospitalized. While in the hospital the customer received an insulin drip as treatment. The customer was released from the hospital on (B)(6) 2018 with bg level of 273mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.